Event description:
It was reported that the patient experienced sustained high blood glucose with a reported value of 401 mg/dl while using the ilet pump after switching from contact detach to inset infusion sets, with multiple supply changes, a noted wet connection at the site, periods of no insulin delivery due to the reservoir running out while unattended, and subsequent correction with a fast-acting insulin injection; device alarms included high glucose, low insulin, and out-of-insulin. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method for infusion set use; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.